Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was firing two clips at a time. The clips were falling into the patient. They were retrieved. A new device was used to complete the procedure. There was no patient impact. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.the batch record was reviewed and no anomalies were noted during the manufacturing process.